Event description:
It was reported the patient experienced a csf leak noted by a hygroma at intrathecal pump and catheter implant sites. The patient had revision surgery in 2009, due to the cfs leak. The catheter was noted to be intact and the anchor was repositioned. The patient returned to the clinic the next day, for a second blood patch. It was reported that both procedures were successful and the patient had greatly improved.

Manufacturer narrative:
Hygroma.